Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that after a device change the implantable pulse generator (ipg) was interrogated for the final programming and a lead alert was received for the right ventricular (rv) lead. Low impedance, a drop in sensing was noted along with an insulation breach that was visible on fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.